Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed temporal failure could occurred in lcd. The device's lcd was replaced preventively. In addition, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly, and software was checked.